Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to dispense med: hydroco/apap tab 5-325mg and drawer would not open after issuing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed to open and the user was unable to retrieve specific medication for the drawer. A technical support specialist (tss) remotely accessed the system and restarted the application via task manager to resolve the issue. The user was able to successfully issue the medication once the drawer opened, indicating that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue of the device.